Event description:
It was reported that during placement urine leakage occurred during the foley catheter replacement, followed by ureteral damage. The catheter size is 16fr.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: b, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement urine leakage occurred during the foley catheter replacement, followed by ureteral damage. The catheter size is 16fr. Per follow up information received via rcc on 02apr2026, stated that the patient was taking anticoagulants, and the bleeding reportedly did not stop. Then a urologist implemented a procedure to remove the blood clot. The incident occurred during hospitalization, but the patient has since been discharged. The patient was scheduled to visit the clinic for follow up.